Event description:
It has been reported to philips that an intubated patient fell during the transfer from the philips table to their bed at the end of the procedure. The anesthesiologist, while trying to secure the airway as the patient fell, suffered a laceration. No further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the intubated patient was being transferred from the angiography table to her bed using a patslide and slide sheets. During the maneuver, the neuro mattress on the azurion system shifted, and the patient slid off the table. While attempting to secure the patient¿s airway, the anesthetist sustained a superficial scratch/laceration on the forearm and a dressing was applied to treat said laceration. The reported issue is covered under an ongoing recall number, z-1158-2025 which provides additional guidance on patient transfer and the correct use/positioning of the philips mattress. The information is made available through an addendum to the instructions for use (4523 001 30522) and a quick reference card. In addition, philips is actively working on a redesign of the mattress. Customers will be informed once the redesign is available. The codes were updated based on the investigation outcome. (Device) problem code was corrected.